Event description:
Customer received a blood result of 333 mg/dl on his breeze2 meter. He then repeated the test on a different meter and received a reading of 124 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or provide add'l info before ending the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the MFR date without the meter info.